Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that "when the customer opened it, she found the bottom would leak." No specific details were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.